Manufacturer narrative:
On july 11, 2016 additional information was received on the patient's current status stating this patient is stable at home and improving. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
A medwatch form 3500a report was received on (B)(4) 2016 from the FDA and a follow-up was performed with the account to clarify this event. The account has confirmed that this report is for this event. Additional information was provided on this event. There is a correction on the procedure date. The procedure was reported in the supplemental as (B)(6) 2015. It was clarified that the procedure date was (B)(6) 2015. The patient¿s date of birth was (B)(6) 1944 and weight was (B)(6). On (B)(6) 2015, the patient was transferred to the hospital for chest pain along with sever dysphagia and odynophagia. On (B)(6) 2015, an esophagram showed esophagopericardial fistula, esophageal perforation and a pericardial effusion. An esophageal stent was placed. On (B)(6) 2015, an esophagogastroduodenoscopy (egd) was performed and an additional esophageal stent was placed. The patient was discharged on (B)(6) 2015. The patient was then re-admitted on (B)(6) 2016 for septic shock, persistent atrial fibrillation, and respiratory failure. The patient¿s medical history consisted of paroxysmal atrial fibrillation, hyperlipidemia, coronary artery diseases, peripheral artery disease, carotid stenosis, smoking/tobacco abuse, hypertension, hypercholesteremia, and chronic anticoagulation. (B)(4).

Manufacturer narrative:
Additional information was received on january 5, 2016 on the event. The patient was (B)(6) male weighing (B)(6). The procedure was on (B)(6) 2015. This patient returned on (B)(6) 2015. The temperature probe, decreased power and time on posterior wall during the procedure. There were no error messages observed on the biosense webster equipment during the procedure. The esophageal injury was confirmed by CT and endoscopy. The patient had an esophageal sent placed and the patient has improved. The patient had multiple hospitalizations. The patients diagnosis was major morbidity. The physician¿s opinion on the cause of the adverse event were biosense webster product malfunction and procedure related. Additional information was received on january 4, 2016 providing the manufacturer date for this system as july 14, 2015. (B)(4).

Manufacturer narrative:
(B)(4). Method - actual device tested; results, conclusion - no malfunction found. Device is working properly). (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and a smart ablate generator. It was reported that the patient returned to the hospital with an esophageal fistula, septic shock, persistent atrial fibrillation, pericardial effusion, and respiratory failure. Two esophageal stents were placed. The device was evaluated and no error was found. The device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. We are working on UDI information, once we get more information it will be submitted in the supplemental. Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and a smart ablate generator and suffered an esophageal fistula. Approximately 3 weeks post-procedure, the patient returned to the hospital. The caller had limited information and was unsure of patient return date or when the complication was discovered. There is no information about the hospitalization. Patient's current status was unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information received on april 17, 2017 stating that the patients current status is that he recovered and is doing well. Manufacturer's ref. No: (B)(4).